Event description:
Per medwatch: pt with noted pinpoint hole to red lumen leg of hickman catheter. Mom noted hole and reported to bedside rn who informed vascular access team. Vascular access team arrived and repaired hickman catheter leg.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of hutc2310 showed no other similar product complaint(s) from this lot number.